Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens (iol) implanted approximately 16 years ago developed severe glistenings and the patient's visual acuity has dramatically dropped over the past several years. The physician reported a capsulotomy procedure was performed. It was also reported at this time the patient's prognosis is poor and an iol exchange may be performed in the future. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported the patient has decided to seek an independent second opinion possibly out of state and pursue possible surgical correction. The surgeon reported that at this time the patient has no plans for follow up with him and it has been almost 3 months since he saw her.